Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation, where a thorough investigation was conducted. Visual analysis of the returned device determined that the breast implant was found to be ruptured. The rupture observed may be the cause of the imbalanced shape reported by the customer. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 370cc mentor memorygel xtra breast implant was found to be deformed prior to an operation. No adverse event was experienced by any patient.